Event description:
Reporter alleged obtaining a discrepant blood glucose result of 99 mg/dl on advantage system 1 compared back to back with a result of 179 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter indicated that she self-treated after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2.